Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect event was confirmed through review of the submitted log files. Additionally, the reported driveline fault alarm could not be confirmed. A specific cause for these events and a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The pump otherwise appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 2 of the IFU, "system operations" (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including driveline power faults, driveline communication faults and driveline disconnect, as well as the appropriate actions associated with each condition. The patient handbook warns to ¿not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive with unwitnessed driveline disconnection at the modular portion with no audible alarm. The event log file contained intermittent data between (B)(6) 2021 and (B)(6) 2022 which was followed by a clock reset. The log appeared to indicate that the pump was connected to the controller between (B)(6) 2021 prior to being permanently disconnected. The customer reported that this controller was the controller that was attached to the patient at the time of the code and there were no events leading up to this code. However, during the code, dashes and driveline faults were noted on the screen. The backup controller, which was connected to the patient later, was interrogated but no history pulled up. When the controller was changed during the code, the portion from the modular cable down was found to be disconnected. The root cause of the event was unable to be determined with the provided log file data. Additional log files were submitted for analysis and the new log files captured a driveline disconnect on (B)(6) 2023 at around 1500. Additionally, the log file noted numerous low speed advisories due to the pump speed being set below the low-speed limit of 5200 rotations per minute (rpm). It was later communicated that the patient passed away. Related MFR # for the controller: 2916596-2023-06066.